Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover was found to have tearing at the mouth on the distal end. Tears were axially aligned with the tip cover and measure from 0.099¿ to 0.215¿ in length. There were no signs of thermal damage present at the end of any tears. The tip cover was found to have gouges around the middle section, measuring approximately 0.066" - 0.094" in length. No material appeared to be missing.

Event description:
It was reported that the monopolar curved scissor's tip cover came off from the instrument. There was no report of patient involvement.